Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. The customer¿s blood glucose level was 90 mg/dl. The customer stated that the drive support cap was normal and slightly indented. The customer stated that the insulin pump was not exposed to high magnetic fields. Customer was unable to clear the alarm. Customer was unable to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No motor error alarm or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, primetest, excessive no delivery test and displacement test. The motor was tested outside the device and passed.